Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 41-year-old male in myocardial infarction presented for impella support. The user facility reported the patient was to undergo a coronary artery bypass grafting as preparation for left ventricular assist device (lvad) or heart transplant. During the impella support, a diagnosis was made of an embolic cardiovascular accident. Limb and facial impairment were noted. The patient remained on impella support for seven days awaiting bridge to lvad.

Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the stroke/cva was most likely patient condition related. The failure mode will be monitored and trended.